Event description:
The account reported the hilow runs up on its own. The bed is located in the bed shop of the facility. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The technician found a loose connection from the side rail to the logic control board. The technician reconnected the side rail wire assembly to the logic board to resolve the issue. Based on this info, no further action is required.